Event description:
A caller reported an alarm issue with a tandem mobi cartridge. There was no adverse impact to customer's blood glucose level. Customer reverted to a backup insulin pump for insulin therapy.